Event description:
It was reported that the patient has pain and restriction of mobility in the right hip, which was implanted in (B)(6) 2008. Further investigations (MRI scans and blood ions tests) suggest requirement of revision surgery. Left hip is reported under 3005477969-2015-00159.